Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an atec procedure on (B)(6) 2025, an artifact resembling metal was observed in the patient´s breast after a MRI biopsy in addition to the marker (trimark marker) that was deployed at the time. The radiologist recommended the patient to have the surgery to have the material removed and the biopsy was benign. No issues were reported during set up and patient received another mammogram on (B)(6) 2025 due to artifact. Surgery is scheduled for (B)(6) 2025. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an atec procedure on (B)(6) 2025, an artifact resembling metal was observed in the patient´s breast after an MRI biopsy in addition to the marker (trimark marker) that was deployed at the time. The biopsy was benign, and the radiologist recommended the patient have surgery to have the material removed. No issues were reported during set up and the patient received another mammogram on (B)(6) 2025, due to artifact. Surgery is scheduled for (B)(6) 2025. Initially, the complaint from the customer was filed against the atec biopsy device and marker. However, following investigation, it was determined that particles resembling those described in the customer complaint were found inside the introducer's sheath. As the customer confirmed that the atec introducer localization system (ils) was used during the procedure, it has been determined that the foreign material originated from the atec ils. MDR 1222780-2025-00358 was previously submitted against the atec ils for this event. As a result, this event is deemed no longer reportable for this device.

Manufacturer narrative:
An investigation was completed: it was reported that during an atec procedure on (B)(6) 2025, an artifact resembling metal was observed in the patient´s breast after an MRI biopsy in addition to the marker (trimark marker) that was deployed at the time. The radiologist recommended the patient to have the surgery to have the material removed and the biopsy was benign. No issues were reported during set up and patient, received another mammogram on (B)(6) 2025, due to artifact. Surgery is scheduled for (B)(6) 2025. No other information available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Based on the available information, the customer reported material found in patient breast after biopsy. This information was considered relevant to the failure mode. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data, risk assessments, but could not perform any testing procedures, because the devices were not returned. No single failure mode or specific fault could be conclusively linked to the event. There was insufficient information to establish causality. Quality inspection processes are not implemented at the production line to prevent the recurrence of similar events, however, there are procedures to ensure compliance with established standards of the device functioning as intended, and to be able to perform as intended and retrieve cores without any issues. Based on all the information presented, it is not enough information to determine if this case is most likely an unusual occurrence. Conclusion: the reported issue has been confirmed based on customer information. The risk index for this situation is within the range already calculated in the risk trending, it is probable that this is an isolated issue and not recurring problem within the product family, system or failure mode reported in the complaint. The event does not trigger escalation to nce, scar, or CAPA. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. Future events will be monitored and trended. Device history record (DHR) review: the DHR review was not conducted since the lot/serial number was not provided by the complainant.